Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) read "low" (less than 3.9 mmol/l (<70 mg/dl)) while wearing the pod for between 5 and 24 hours. The patient was feeling shaky and called emergency services. While the patient was waiting for them to arrive, the patient ate and drank and the bg levels began increasing. The patient removed and discarded the pod from the leg. The ambulance arrived and transported the patient to the hospital. The patient kept eating and drinking at the hospital and was monitored for approximately five hours. No additional treatment was required.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the download data showed no evidence of issues with insulin delivery.

Manufacturer narrative:
The patient called on 24january2024 and reported a different lot number than was reported and noted on the initial MDR. Correction to d1- brand name from omnipod dash insulin management system to omnipod insulin pump; d4 model no changed from 18320 to 19191; d4 lot # changed from unavailable to l73149; d4 catalog no changed from ble-i1-529 to zxp425; d4 serial # changed from unavailable to (B)(6); d4 expiration date changed from unavailable to 4/5/2024; unique identifier (UDI) # changed from (B)(4) to (B)(4); correction to h(4): device mfg date changed from unavailable to 10/5/2022; correction to g(4): PMA/510(k)# from k211575 to k192659.